Event description:
During delivery into the pt's eye, the lens exited the delivery device incorrectly and was damaged. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00415 for intraocular lens used with this delivery device.